Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and customer allege insulin pump was under delivering. The customer¿s blood glucose level was 417 mg/dl. The customer also mentioned other blood glucose values such as 310 mg/dl, 221 mg/dl, 119 mg/dl and 396 mg/dl. The customer experienced nausea, difficulty in breathing, abdominal pain and headache, the vision was also affected. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump was on auto mode at the time of incident. Customer alleging possible insulin pump was under delivery because of air bubbles. The customer noticed air bubbles in tubing. Approximate size of air bubbles was 2 inches and was gone due to she shook it. The device will not be returned for analysis.